Manufacturer narrative:
The device was returned to olympus for inspection. Additionally, the investigation found: no echo image displayed during connection and inspection and the adhesive on bending section cover (a-rubber) is detached. Based on the results of the investigation, it is most likely that the most probable causes are such as damage of parts due to deterioration/ leakage/ some kind of physical stress, without any design or manufacturing issue. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasonic bronchofibervideoscope exhibited no echo image displayed during connection and inspection and the adhesive on bending section cover (a-rubber) is detached. There were no reports of patient involvement.